Event description:
It was reported that the customer's pump case would not clip securely causing the pump to fall and causing the infusion sets to be pulled out. There was no adverse impact to the customer's blood glucose level. The customer changed the infusion set and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.